Event description:
A system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient had initiated the initial drain cycle prior to connecting their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.